Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent came off of the stent delivery system (sds) balloon. When the protector sleeve was taken off the 3.50x32 mm liberte bare metal stent, the stent came off the balloon. This device was not used. Another device was used to complete the procedure. The device did not come in contact with the patient.